Event description:
It was reported that implant fabric damage occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted successfully after one recapture. The 45-day follow-up transesophageal echocardiogram (tee) revealed what the imaging physician referred to as, "a significant hole in the device fabric". Upon reviewal of the 2-dimensional imaging, the watchman clinical specialist believed the device was partially endothelialized and the flow was concentrated in the area that had not yet endothelialized. Additionally, it was noted that the fabric was fluttering which was likely influencing some of the 3-dimensional imaging. The patient was instructed to continue the oral anticoagulation medication and follow-up to re-image in a few months.